Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. Evaluation results findings (components/results) 1 device: rod/shaft / device migration. 1 device: appropriate term/code not available / no findings available. 8 devices: part/component/sub-assembly term not applicable / mechanical problem. Identified. 1 device: gears / device migration. 1 device: rod/shaft / mechanical problem identified. 1 device: actuator / mechanical problem identified. 3 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025 - (B)(6) 2025. This report summarizes 16 malfunction events(s), where it was reported the devices, experienced brakes cannot be engaged; false engagement of brakes. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was originally coded as evaluated was found after further investigation that the device experienced abnormal noise, which is not reportable.

Event description:
This report now summarizes 15 malfunction events(s), instead of 16.

Event description:
No new information.

Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 devices: actuator/mechanical problem identified. 1 devices: actuator/wear problem. 1 devices: part/component/sub-assembly term not applicable/mechanical problem identified.